Event description:
Opened sterile package of telfa to sterile table. Once expanded, telfa pad found to have red/green looking spots inside pad. Removed from table and covered area with sterile towel. Telfa kept in specimen cup with packaging and will be brought to leadership.